Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target area was located in an in-stent restenosed vessel. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 16atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.